Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a patient's mother via phone that the patient had suffered an injury to both ankles while playing soccer. On (B)(6) 2023, the patient underwent surgery to repair the injuries on both ankles using multiple ar-8990st fibertak dx and ar-8990st-2 fibertak dx. Per the mother, the patient had an abnormal recovery, and after x-rays and CT scans, it was determined the fibertak suture anchors on the right ankle were mispositioned. The patient's mother called to inquire if the implants and absorption rate are absorbable. No further information has been reported.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. Per dfu-0054-eo revision 5, g. Precautions 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.